Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The technical support specialist sent finding to customer regarding "priority code" not mapped, no response received form the customer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a communication issue. The customer reported that medication did not show up automatically for a patient on station csu, order has been placed under the patient's name and medication list, but it did not appear when they wanted to dispense the medications causing a delay in dispensing the medications. There were no adverse events or injuries reported based on this event.